Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined for the reported wear with the information provided. As the reported infection occurred greater than ninety (90) days post-operatively, the implanted devices are not identified to be a contributing source of the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products - unknown vanguard tibial bearing catalog #: ni lot #: ni, unknown vanguard femoral component catalog #: ni lot #: ni. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2023-00537. Investigation incomplete.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address polyethylene and tibial tray wear as well as infection approximately thirteen (13) years post-operatively. Attempts have been made, however, no additional information is available.